Event description:
Trinity screw head broke when the surgeon inserted the screw into the cup.

Manufacturer narrative:
(B)(4) initial report. The appropriate device details were provided. The manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. In order to perform the investigation, some additional information was requested such as the device return, confirmation that the broken piece was retrieved and a photo have been requested. If provided, conclusions of their review will be provided in a supplemental report. Note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Case (B)(4) final report: the appropriate device details were provided. The manufacturing record has been identified and reviewed. This device was manufactured in november 2022, and conformed to material and dimensional specifications at the time of manufacture. This failure has been investigated in the past and it was concluded that the most probable root cause for the metal fragment being detached from the screw head could have been incorrect torque and angulation during surgery. Based on this, corin now considers this case closed. Should any additional information be provided, this case may be reopened. Note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity screw head broke when the surgeon inserted the screw into the cup.